Event description:
It was reported that the insulin pump did not beep as expected. The customer stated that the insulin pump was supposed to beep after the insulin was delivered, and she did not hear an audible beep to confirm the bolus devliered successfully. The most recent blood glucose reading was 191 mg/dl. The customer also reported that she experienced a high blood glucose reading of 371 mg/dl previously. She stated that she had not received a programmed bolus earlier that day, that the bolus was neither delivered nor recorded into the bolus history, and that she eventually treated with a successful bolus about 4 hours later. She stated that the last bolus delivered without issue and declined troubleshooting for high blood glucose, advising that she felt fine. She stated that she may not have pressed the button hard enough the first time. The insulin pump passed the self test during troubleshooting, but no audible beep was heard; the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, display window, battery tube thread and minor scratched lcd window.